Manufacturer narrative:
Date rec¿d by MFR: 30sep2019. Date of report: 01oct2019. Information was received that there was no issue with the unit. It is a preventative maintenance and the batteries are older than 5 years. Customer was quoted for the batteries. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator needs a replacement of the battery that is 5 years old. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23sep2019.

Event description:
It was reported that the ventilator needs a replacement of the battery that is 5 years old. There was no patient involvement.